Event description:
As reported by the edwards clinical specialist (cs), 16 days post transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. Additional information provided by the clinical specialist, indicated that during the procedure a post deployment echocardiogram had revealed a mild/moderate amount of paravalvular leak (pvl), which was attributed to a large chunk of annular calcium. Based on the information available at the time, the team had agreed that post-dilation would not improve the pvl and could potentially cause more harm. The patient was noted to have left the room in stable condition. During the patient's post follow up visit to the ICU, the physician noted hearing a severe diastolic murmur and indicated that perhaps the pv leak was more severe than initially thought post implant. Per report, the valve coordinator indicated that the patient's last echo which was taken on (B)(6) 12 (2 days prior to his death) had showed moderate to severe pv leak. It was also noted that post procedure the patient also had esophageal bleeding from trauma from the tee probe due to the patient's esophageal stricture which resulted in the patient coding as well as anemia. Furthermore the patient had severe respiratory issues before tavr that became much more pronounced post procedure. It was noted; however, by the physician that he believed the ai may have contributed to the decline in the patient but the anemia and respiratory issues were the main cause of death.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause of paravalvular leak was reported to be due to a large chunk of calcium. The cause of the death is unknown, however, as reported by the physician the patient's co-morbidities (anemia post esophageal trauma and bleeding, respiratory issues) as well as procedural factors likely caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.